Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial implant procedure, the patient could not tolerate the position she was lying in on the table. Subsequently, the physician abandoned the procedure. The lead was removed from the patient and dressing was applied. The patient was positioned supine on a stretcher and felt better.